Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed, patient presented to operative room with a loose knee. A revision surgery was performed on (B)(6) 2022 to exchange an unknown 11mm 5-6 legion ps insert with a 13mm 5-6 constrained insert. The current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to a loose knee. Reportedly, the 11mm insert was exchanged/upsized to a 13mm thickness. As of the date of this medical investigation, no medical documentation has been provided; therefore, possible clinical factors which could have contributed to the reported event cannot be definitively concluded. The patient impact beyond the reported loose knee (laxity) and revision could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, osteolysis, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.